Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 30. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.